Event description:
It was originally reported that the patient had a cerebrospinal fluid leak and had a catheter replacement. The patient felt tight, had a headache and felt her system was not working. The patient was brought in for an exploratory revision of the csf leak. Following her replacement, the patient was given a higher dose of 195 mcg/day. A dye study was inconclusive. The reason given for the catheter replacement was to determine if there were any micro-tears. Patient recovered without sequela. The patient was on 123 mcg/day. The drug contained in the pump was lioresal; concentration was unk. It was later reported the patient went in for a catheter revision on (B)(6)2010 and a second dye study on (B)(6)2010 revealed some of the dye floated around in the pump. A tear was found measuring approximately a 1 and 1/2 inches in the intrathecal portion of the catheter. The patient's status was unk following the subsequent procedure. No further information was requested at this time.

Manufacturer narrative:
(B)(4)